Manufacturer narrative:
During device evaluation performed at zoll, the autopulse platform (B)(4) failed the functional test as the platform repeatedly displayed fault code 27 (encoder fault (> 3000 rpm)) while running with a test manikin for approximately 10 minutes. The root cause of the noted fault was a defective motor controller board due to a defective component. Based on the photo provided by the zoll service team, the defective component on the motor controller board was possibly caused by user mishandling such as drop, indicated by a large crack observed on the platform's top cover. The defective motor controller board was replaced to remedy the fault code 27 issue. Upon visual inspection, a large crack was observed on the top cover. The observed physical damage appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged top cover was replaced to address the cracked top cover issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation performed at zoll, the autopulse platform (B)(4) failed the initial functional test due to fault code 27 (encoder fault (> 3000 rpm). No patient involvement.